Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 225mg/dl. The customer changed their pump supplies to resolve the occlusion alarm and inquired about delivering the portion of the bolus that was interrupted by the occlusion alarm. Tandem technical support educated the customer in regards to inputting the remainder of the bolus. The customer successfully delivered the remainder of the correction bolus. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.